Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The guide wire was returned within its advancer tubing and showed no clear signs of use. However, the end cap was missing from the assembly and the advancer tube was disconnected. Visual examination of the guide wire revealed one kink in the guide wire body. During normal assembly, this kink would have been located inside the straightener tubing, protecting it from damage. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire body was located at 37 mm from the distal end. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.798 mm which is within specifications of 0.788-0.826 mm per product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The swg was able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. There was one kink on the guide wire body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the guidewire was bent prior to use. The device was replaced. No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the guidewire was bent prior to use. The device was replaced. No patient involvement reported.